Event description:
It was reported to olympus that an image was not present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found a noisy image and the subject could not be recognized. Additional evaluation findings are as follows: 1.) Appearance defects of the video connector; 2.) Appearance defects of the cable due to physical stress. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a cable malfunction. The root cause was unable to be identified. Olympus will continue to monitor field performance for this device.